Event description:
As reported by the user facility: 871305ou serial (B)(4), reports under infusion. Nurse was running imipenen and tygacil 100 mls to go in over 1/2 hour. Nurse set rate for 200 mls/hr. When infusion supposed to be complete, bag was still about 1/2 full but pump read had infused 100 mls. Battery on this pump was not changed, running on wall power. (B)(4).